Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 30ml ls plunger couldn't be moved. The following information was provided by the initial reporter: "our customer tells us that the syringes we have delivered to them are hard and unusable. They cannot move the plunger."

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2001237, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect was observed on any of the samples. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and three were found to be under the required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Given the device history records did not reveal any annotation related to the reported defect, a definitive root cause cannot be established at this time.

Event description:
It was reported that the syringe 30ml ls plunger couldn't be moved. The following information was provided by the initial reporter: "our customer tells us that the syringes we have delivered to them are hard and unusable. They cannot move the plunger."